Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in alerts in the remote home monitoring system. The clinic is aware of the measurements and has been monitoring. Technical services (ts) reviewed stored device data and noted that pacing impedance measurements ranged from 600 ohms to greater than 3,000 ohms. Threshold measurements and shock impedance measurements were noted to be stable and no noise was noted. Ts discussed potential causes and troubleshooting options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.